Manufacturer narrative:
(B)(4). Date of event is unknown. Batch # t5ak0k. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with an ecr60d cartridge reload loaded on the device. The reload was received partially fired 1/16 and with 3 double drivers missing and 3 double drivers out of position. In addition the cartridge pan was noted to be dislodged from left proximal side. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Although no conclusion could be reached on what caused the drivers to be out of position, it is possible that the damaged happened during transit. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, the device was locked out at the first firing by pulse-firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.